Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 1226348-2017-00020. The complaint received states that after enterprise stent implantation, complicated with intracranial hemorrhage and hydrocephalus, the patient experienced dysphagia. As reported by enterprise ide study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2017. The unruptured bifurcation aneurysm was of anterior circulation at middle anterior communicating artery. The aneurysm was saccular in shape with the following dimensions: dome height 6.7 mm, dome width 9.5 mm and neck width 6.7 mm; dome to neck ratio of 1.4. The four competitor¿s coils were placed in the aneurysm before the enterprise 2 stent was placed. The diameter of the parent vessels proximal and distal to the stent placement was 3.2 mm and 2.5mm respectively and remained unchanged after the procedure. The stent had fully expanded with good wall apposition between all the areas of the stent and the vessel; the stent demonstrated to be patent. It was reported that coil mass was not maintained within sac and the aneurysm was occluded 50-69%. The stent coverage across the aneurysm neck was not complete. The event of intracranial hemorrhage and hydrocephalus was reported during the procedure. Unknown medication intervention was required as result of the event. The patient remained stable in ICU and was discharge on (B)(6) 2017. Event of dysphagia was reported, it was a new, mild and not a serious adverse event. The event of dysphagia was not related to the codman study device, other devices used, or the underlying disease state, it was reported that the event is possibly related to the study procedure. Patient was provided rehab therapy and the event is ongoing. The device remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Dysphagia, as described by neurologic deficit, is a known potential adverse event associated with the use of the enterprise stent device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that intraprocedural issues, specifically the intracranial hemorrhage and hydrocephalus, may have contributed to the reported event of dysphagia. No further actions are required at this time.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 1226348-2017-00020. (B)(4). Concomitant products: coil360 nana (stryker) ¿ quantity:1; coil target 360 ultra ¿ quantity: 3; stryker sl-10 microcatheter; synchro2 guide wire; prowler select plus microcatheter (606s255fx); prowler select lp-es microcatheter (606s155fx); envou mpc guiding catheter (67025690. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6) study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2017. The unruptured bifurcation aneurysm was of anterior circulation at middle anterior communicating artery. The aneurysm was saccular in shape with the following dimensions: dome height 6.7 mm, dome width 9.5 mm and neck width 6.7 mm; dome to neck ratio of 1.4. The four competitor¿s coils were placed in the aneurysm before the enterprise 2 stent was placed. The diameter of the parent vessels proximal and distal to the stent placement was 3.2 mm and 2.5mm respectively and remained unchanged after the procedure. The stent had fully expanded with good wall apposition between all the areas of the stent and the vessel; the stent demonstrated to be patent. It was reported that coil mass was not maintained within sac and the aneurysm was occluded 50-69%. The stent coverage across the aneurysm neck was not complete. The event of intracranial hemorrhage and hydrocephalus was reported during the procedure. Unknown medication intervention was required as result of the event. The patient remained stable in ICU and was discharge on (B)(6) 2017 event of dysphagia was reported, it was a new, mild and not a serious adverse event. The event of dysphagia was not related to the codman study device, other devices used, or the underlying disease state, it was reported that the event is possibly related to the study procedure. Patient was provided rehab therapy and the event is ongoing.